Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the trailing haptic got stuck in the slit of the cartridge. The lens was removed and another lens was implanted without any pt injury.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that a small piece of the optic was torn off and missing. Additionally, one haptic was torn off and the other one was bent. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.